Event description:
During an atrial fibrillation procedure, when attempting to reinsert the catheter, the tip of the catheter was found to be fracture and cracked. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. Visual inspection revealed a fracture in the catheter tip 0.6¿ proximal to the distal tip. The root cause of this issue was determined to be a design/process issue.